Event description:
Overdelivery due to user misprogramming reported. Voluntary medwatch form rec'd which indicates: rn found pt snoring, timed respirations at 6 per minute, attempted to arouse pt but unable, pt did not respond to pain. Pupils pinpoint, blood pressure 150/60, heart rate 126, accucheck 284 (blood glucose). Checked pca pump and noticed it was programmed for 0.5mg/ml instead of 5mg/ml by rn, 15 ml of morphine had been used. Physician contacted, rec'd order for narcan 0.4mg and gave doses at 08800,0805,0810,0815 and 0845am. Pt was put on 200% oxygen per face mask. Pt awoke and was oriented times 3. Continued to monitor until transferred to neuro ICU. No adverse sequelae were reported.